Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was issued as an external item, but there were no external items at the facility. The technical support specialist remoted in and identified that the cabinet contained two instances of the same item located in ext16 and 11 04. After discovering this, guidance was provided to the customer on performing a cycle count to set the ext item quantity to zero, enabling the user to issue the item from location 11 04. Additionally, instructions were given to the nurse on the steps required to remove the ext item. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the drawer would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.